Event description:
It was reported that the patient presented in clinic. The patient's right ventricular (rv) lead caused extracardiac stimulation. Review of stored electrograms (egms) revealed that the rv lead exhibited noise resulting in non-sustained right-ventricular oversensing (nsrvo). The lead was capped and replaced (B)(6) 2021. The patient was asymptomatic prior to procedure. The patient experienced discomfort during and post procedure.